Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02161. Concomitant medical products - zimmer lcck revision total knee arthroplasty component, size f femur with 18 x 100 straight stem, zimmer lcck tibial tray size #5 with 18 x 75 mm fluted stem and straight stem components; zimmer lcck size 12 polyethylene line, zimmer nexgen 32 mm patella, zimmer nexgen, femur high-flex gsf, zimmer nexgen mis tibia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty. The customer further reports patient underwent a revision procedure approximately three years post-implantation due to allegations of instability, loss of balance, immobility and pain. No additional patient consequences were reported.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Concomitant medical products: nexgen femoral component, catalog #: 00576401652 lot #: 62123902; nexgen all polyethylene patella, catalog #: 00597206532 lot #: 62081127; nexgen stemmed tibial component, catalog #: 00598003701 lot #: 62126928. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). No product was returned; therefore a visual and dimensional evaluation could not be performed. The reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00012, 00040, and 00041. Other text : product location unknown